Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer experienced hyperglycemia due to under delivery of insulin. The customer's blood glucose was 20 mmol/l at the time of incident. The customer's other blood glucose level was 16 mmol/l, 14 mmol/l. The customer was using insulin pump within 48 hours of the event. The customer treated high blood glucose values using insulin pump. Troubleshooting was completed and the insulin pump will not be returned for analysis.